Event description:
It was reported that during the implant attempt, the helix of the right atrial lead was not able to be extended inside or outside of the body. The physician tried multiple times and was not successful. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was noted that there were blood in/on helix/lobe mechanism, the lead stretched, and the lead appeared damaged at implant.